Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the distal end in a lifted state. The undamaged crimped stent outer diamter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device no patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The procedure was completed with another of the same device no patient complications were reported and the patient's status was stable.